Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass and minor scratches on the lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a broken lcd. The customer's blood glucose was not known. Nothing further was reported.